Manufacturer narrative:
(B)(4) . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected pump alarms multiple times during normal use. Blood glucose level at the time of the incident was unknown. The insulin pump would be replaced. The product is reported for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, broken display window cover, damaged keypad overlay texture, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and stained/faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube retainer/o-ring.